Manufacturer narrative:
Stryker product assessment center (pac) further evaluated the device and found that the white energy capacitor wire was disconnected from the j18 spade connector, a disconnected capacitor wire will cause the device to not deliver defibrillation energy. When capacitor wire was reconnected, the service codes issue and defibrillation energy delivery issue were resolved. The root cause of the issues was the disconnected connector. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that no energy was being delivered. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that no energy was being delivered. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.